Event description:
Nuoss collagen block was used on patient. Based off limited information provided, patient developed a hematoma post-op from graft surgery. It was reported the doctor felt that contributed to some of the bone loss. Patient rinsed with baking soda rinse post-op, not an antimircrobial rinse. Patient was prescribed antibiotics. No additional information was provided on patient outcome or patient status.